Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the system shut down unexpectedly for approx 30 seconds and then rebooted automatically. The user proceeded with the procedure without incident. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Investigation in progress but not concluded.